Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a cracked opening, flat creases, and wear abrasion. A leak test was performed and identified more than three openings, and a cracked valve. A microscopic analysis identified a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, partial delamination of diaphram flange disk assessed as adhesive failure, curved striated openings on radius/posterior sides assessed as surgical damage, and nicks with striations assessed as surgical tool scratch-like. Based on the device analysis the final assessment was curved striated openings assessed as surgical damage, delamination of diaphram flange disk assessed as adhesive failure, a cracked opening on valve assessed as cracked valve seat diaphragm valve, and nicks with striations assessed as surgical tool scratch-like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.